Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "complications with endobronchial ultrasound with a guide sheath for the diagnosis of peripheral pulmonary lesions". The literature reported the result of 965 cases of the endobronchial ultrasound with a guide sheath (ebus-gs) for the diagnosis of peripheral pulmonary lesions (ppls) procedures using an olympus model bf-1t260, bf-260, bfp260, bf-f260, bf-1tq290, bf-q290, bf-p290, lf-tp, and bf-y0053 between september 2012 and august 2014. In the subject procedures, 5 cases of pulmonary infection reportedly occurred. Based on the available information, a direct relationship between the subject devices and the observed reported adverse event could not be determined. According to the number of olympus devices used for procedure, omsc is submitting 9 medical device reports. This is 6 of 9 reports.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) contacted the author of the literature and obtained the following information: the authors of the literature commented that the subject device was not involved directly in pulmonary infection.